Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was partially pulled out of the skin during the balloon retrieval process after deployment. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure performed via a retrograde approach. The deployer was in training with the mynx device. A 5f non-cordis sheath was used. The femoral artery¿s suitability was confirmed on angiography, including insertion angle, and the vessel diameter was greater than or equal to 5 mm. There was little vessel tortuosity and little presence of peripheral vascular disease (pvd) or calcium near the puncture site. Hemostasis was achieved using manual compression for less than 30 minutes. The device was stored and prepared according to the instructions for use (IFU). The sealant did not appear to stick to the device. The device was not stored above 25°c, and there was no shallow vessel depth. Button #1 and button #2 were both fully depressed. The user did not completely deflate the balloon. The sealant was dislodged from the arteriotomy. No resistance was noted during use, and the device was realigned to the angulation and removed with light fingertip compression. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection revealed that button 1 was fully depressed, and button 2 was also received in a fully depressed position. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. The sealant sleeves presented no abnormal conditions. Additionally, a non-cordis catheter sheath introducer (csi) with no identified french size was returned inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not show any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment functional test could not be performed, as the device was received in a fully deployed condition. The reported event of ¿sealant-inaccurate placement-partial¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported event of the sealant partially dislodging from the site, especially since both buttons were fully depressed with no anomalies noted. However, user-related factors (user error) likely contributed to the issue experienced, as it was reported that the balloon had not been completely deflated prior to device removal, and the user was in training at the time of use. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that if the balloon is not fully deflated at the time of button 2 depression, the balloon may not be fully retracted into the device, which can potentially disrupt the placement of the sealant during device removal from the patient. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was partially pulled out of the skin during the balloon retrieval process after deployment. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure performed via a retrograde approach. The deployer was in training with the mynx device. A 5f non-cordis sheath was used. The femoral artery¿s suitability was confirmed on angiography, including insertion angle, and the vessel diameter was greater than or equal to 5 mm. There was little vessel tortuosity and little presence of pvd or calcium near the puncture site. Hemostasis was achieved using manual compression for less than 30 minutes. The device was stored and prepared according to the IFU. The sealant did not appear to stick to the device. The device was not stored above 25°c, and there was no shallow vessel depth. Button #1 and button #2 were both fully depressed. The user did not completely deflate the balloon. The sealant was dislodged from the arteriotomy. No resistance was noted during use, and the device was realigned to the angulation and removed with light fingertip compression. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.